Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt ((B)(6)) was unable to increase the amplitude to a level that would allow him to achieve effective stimulation. Diagnostic testing identified invalid impedances. X-ray imagery revealed a kink in the electrode. The pt stated he is able to increase the amplitude when he takes the pt programmer away immediately after ramp up; therefore, he would like to continue to use his scs sys as is until it stops working. No further intervention is planned at this time.